Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation was not completed by the distributor ((B)(6)) and did not confirm the malfunction as reported. No further investigation is required. (B)(6). Device not returned to distributor.

Event description:
It was reported that the impactor broke during surgery. It was noticed during x-ray in surgery there was a small piece remaining in the patient. The surgeon removed the cup, removed the small piece of metal and inserted a new cup, delaying surgery 15 minutes with no other issues.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.